Event description:
It was reported that a cartridge change error occurred with the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. Technical support guided the customer to resolve the error by inspecting and replacing the cartridge¿s o-ring, cleaning the pneumatic tap area, and successfully loading a new cartridge, allowing the customer to resume insulin delivery.